Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were episodes of non sustained right ventricular oversensing. Patient is in good condition and is scheduled for follow up.